Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with meropenum injection (1gm, intraperitoneal, every alternate day, discontinued after 8 days) for peritonitis. The patient was recovering from peritonitis. It was reported that pd therapy was discontinued and switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient remained hospitalized and the cloudy pd effluent was not resolved. Should additional relevant information become available, a supplemental report will be submitted.